Event description:
A trevo device was placed through a carotid stent into the m2 (segment of middle cerebral artery), into the identified clot, and left for the 5 minutes recommended. A trevo thrombectomy catheter was placed, deployed, and trevo manual suction performed. We attempted removal of the trevo device. During removal, the trevo stent became interwoven with the carotid stent. A snare device was used to attempt to detangle and remove the trevo. The trevo device was left implanted. An angiogram of cerebral arteries performed.